Manufacturer narrative:
The customer reported they could not flush the set, and returned one used sample of material 30910, lot 24129219. Upon initial visual examination, the set verified the complaint of occlusion in the set. Where the tubing connects to the male luer, there is evidence of excess solvent applied, and there is no fluid path. The glue has blocked the path. The manufacturing plant found the root cause for the fluid blockage issue to be related to incorrect solvent application by the assembler on the line. A quality alert was generated by the plant on sep. 11th, 2025, to reinforce to personnel the correct solvent application and to avoid occlusion between components. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was occluded.the following information was received by the initial reporter with the following verbatim"it was reported by the customer that cannot flush through set/push fluid through item."